Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2019, there was eight years, remaining battery longevity. In (B)(6) 2019, there was five years, 5 months remaining battery longevity. A boston scientific technical services (ts) consultant performed a disk analysis, confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that this device was explanted and a new device implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2019, there was eight years, remaining battery longevity. In (B)(6) 2019, there was five years, 5 months remaining battery longevity. Additional information was received that a boston scientific technical services (ts) consultant performed a disk analysis confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that this device has been explanted, and a new device implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2019, there was eight years, remaining battery longevity. In (B)(6) 2019, there was five years, 5 months remaining battery longevity. Additional information was received that a boston scientific technical services (ts) consultant performed a disk analysis, confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended